Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test: and unit failed .performed share log review and results does not contain any issues related to the customer complaint. The reported event of loss of connection was not determined.. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was received but does not reflect full investigation window. The reported loss of connection could not be confirmed. A root cause could not be determined. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.